Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- d1 brand name , d4 ( catalog, version / model, UDI).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that helium transducer not calibrated message was displayed on cardiosave intra-aortic balloon pump (iabp) while in patient use.no harm or injury was reported.

Manufacturer narrative:
Updated fields -b4, g1, g3, g6, h1, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6, h11. It was reported that during use the cardiosave iabp (intra-aortic balloon pump) had a helium transducer not calibrated message on cardiosave. Helium gauge showed adequate supply, so pump was left in use. There was no patient harm. Per the customer, there was no repair done to the unit. Customer ran the system pm and unit passed all tests. Also ran the unit with a patient sim and a test lung and the system ran with no issues.

Event description:
N/a.